Event description:
IV was leaking from a lower IV medication port all over the floor.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
IV was leaking from a lower IV medication port all over floor.